Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing dizziness, headaches, irritated throat and cough. The patient alleges an odor coming from the device. There was no report of serious patient harm or injury. The patient has reported to have medical treatment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing dizziness, headaches, irritated throat and cough. The patient alleges an odor coming from the device. There was no report of serious patient harm or injury. The patient has reported to have medical treatment. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Secondary findings included dust/dirt inside the device. The was unit scrapped.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previosly received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing dizziness, headaches, irritated throat and cough. The patient alleges an odor coming from the device. There was no report of serious patient harm or injury. The patient has reported to have medical treatment. Philips is currently investigating this complaint; however, the device examination has not yet begun because the device has not yet returned to the manufacturer for evaluation. As part of the complaint handling process, the manufacturer is making attempts to retrieve the device for investigation. Despite multiple attempts by email to "(B)(6)" on (B)(6) 20222, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h6 updated in this report..